Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was admitted to the hospital due to an infected wound area at the generator site. The patient was treated by IV antibiotics. The manufacturer's device history records of the lead and generator were reviewed. Sterilization of the products prior to release was verified. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.